Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the left ventricular lead could not be inserted into the connector of pulse generator. The physician used silicone oil, the issue still existed. The device was removed and a new device implanted successfully. The patient was doing fine post procedure.